Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure of the implantable pulse generator (ipg), some noise was observed on he right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.